Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned, analyzed, and the defibrillation coil was fractured. It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.